Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was "green with blurred lines" that blocked the graphics and text. Customer's blood glucose was between 120-130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.